Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21cfr 803.56 when additional information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported through the regulatory authority in (B)(6) a case of total corneal opacity following viscoelastic injection during a cataract surgery with uveitis complications. The product was removed, the anterior chamber was washed, sub-conjunctival betamethasone was administered and the viscoelastic was replaced with another viscoelastic product. Medical examination the day after surgery showed the event was resolved. One week after surgery complete recovery was confirmed by a new medical examination showing a visual acuity of 10/10 (20/20) with correction of the surgical eye without any sign of on-going corneal pathologies. Additional information has been requested but not received to date. This is one of two reports being filed for this facility.

Manufacturer narrative:
Evaluation summary: all batches were released according to the required specifications; all testing results were within specification for this batch. The manufacturer's lab has retested the returned samples and all results were conform to the specifications for the tested parameters. The root cause was found to be inconclusive, product met specifications.